Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during a pancreatic cyst gastric (intestinal) bypass surgery performed on (B)(6) 2024.. During the procedure, the target site was punctured, and the stent's first flange was deployed; however, when the scope was pulled toward the luminal wall to deploy the second flange, the stent's first flange was moved out into the stomach. The stent was removed and another axios stent of a different size was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during a pancreatic cyst gastric (intestinal) bypass surgery performed on (B)(6) 2024. During the procedure, the target site was punctured, and the stent's first flange was deployed; however, when the scope was pulled toward the luminal wall to deploy the second flange, the stent's first flange was moved out into the stomach. The stent was removed and another axios stent of a different size was used to complete the procedure. There were no patient complications reported as a result of this event. Update based on review on may 08, 2024: the stent was removed using forceps.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. The stent was received fully deployed and expanded. Visual inspection was performed, and no problems were noted. Product analysis did not confirm the reported event of stent first flange difficult to position because this occurred during the procedure and is not possible to replicate in the laboratory of analysis. There is no indication of what the customer reported because the stent was received fully deployed and expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. Block h11: correction to the initial MDR in block b5.